Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2019, was chosen as the best estimate based on year the article was published. Block g2: literature source schwartzmann, I; garcia, b; anna, m.d et al (2023). Water vapor thermal therapy: technical variations among spanish hospitals and efficacy at 2 years follow up. Actas urologicas espanolas. (47), 668-674.

Event description:
It was reported in a study, published in actas urologicas espanolas that of a total of 105 patients treated with rezum water vapor therapy experienced the following complications: three patients were hospitalized - one with fever and two with vasovagal symptoms; six patients were treated with antibiotics for urinary tract infections; and two patients presented with hematuria requiring a manual bladder washout. No further patient complications were reported.

Event description:
It was reported in a study, published in actas urologicas espanolas that of a total of 105 patients treated with rezum water vapor therapy experienced the following complications: three patients were hospitalized - one with fever and two with vasovagal symptoms; six patients were treated with antibiotics for urinary tract infections; and two patients presented with hematuria requiring a manual bladder washout. No further patient complications were reported.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2019, was chosen as the best estimate based on year the article was published. Block g2: literature source: schwartzmann, I; garcia, b; anna, m.d et al (2023). Water vapor thermal therapy: technical variations among spanish hospitals and efficacy at 2 years follow up. Actas urologicas espanolas. (47), 668-674.